Event description:
The customer reported having low blood glucose of 18 mg/dl. The customer reported smell of insulin in the reservoir compartment. The customer stated that there were no cracks in the reservoir, but it was empty. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.